Event description:
Event description guidant received information that a 'shorted lead condition' fault code was displayed in this implantable cardioverter defibrillator (ICD), when interrogated following a shock. Shock impedance was measured at over 100 ohms.